Event description:
Customer reported the readings she received on her adc meter were lower than she felt and that her adc meter is "giving different results compared with (her) doctor's meter". Customer further reported that on (B)(6) 2012 she received the following readings: 127 mg/dl at 5:42 am and 165 mg/dl at 6:34 pm. On (B)(6) 2012, customer received: 118 mg/dl at 6:18 am and of 87 mg/dl obtained at 6:41 pm. It was also reported that on some unspecified date, approximately three months prior to calling customer service on (B)(6) 2012 she experienced "dizziness and sweating", with a resultant loss of consciousness and a "fall". Customer reported self-treating with a "glass of orange juice or a piece of candy" and denied third-party medical intervention.there was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the date entered is the date when abbott diabetes care became aware of this medical event. It should be noted that the test strips lot 1104505 expired on 31aug12. (B)(4).

Manufacturer narrative:
As product was not returned and reported test strip lot is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.